Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
He said that the metal itself sheered on the actuator and broke into pieces. It's the very top of piece of actuator that goes up and down.